Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at maximum outputs almost two months after implant. The physician elected to surgically abandoned and replace the lead. No additional adverse patient effects were reported.